Event description:
It was reported via a legal tolling agreement, that a female patient, initial right knee implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2022, approximately 8 years 3 months post the initial procedure for reasons unknown. No additional information is available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 200-02-32, three peg patella 32mm, sn: (B)(4), 204-04-33, trapezoid tibial tray sz 3f/3t, sn: (B)(4), 244-03-03, optetrak asy hi-flex ps cem fem, sz 3, right sn: (B)(4).

Manufacturer narrative:
H7: z-0019-2022.